Event description:
A falsely elevated ctni result of 7.64 ng/ml was obtained on a plasma sample from a patient. The physician questioned the result and ordered a second test. A result of 0.02 ng/ml was obtained for the second drawn sample. The laboratorian retested the initial sample using another dimension rxl max analyzer and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered as a result of the falsey elevated ctni result. There was no report of adverse health consequences to the patient as a result fo the falsely evalated. Analysis of instrument data indicated a need for maintenance or replacement of the hm mixers.